Event description:
Boston scientific received information that a red alert was received for impedances on the right ventricular (rv) lead increasing to greater than 2,000 ohms. There is no noise on this lead. The physician has checked this patient and stated that the lead impedances are now stable and functioning. The local sales representative is discussing options with the physician. No adverse patient effects reported. Subsequently, additional information was received from the local sales representative stating that this patient's device was checked by the physician. The increased impedances could not be induced or recreated. Impedance values during the follow up were 530 ohms to 550 ohms. The physician will monitor this patient.

Manufacturer narrative:
At this time the lead remains in service. This investigation will be updated when additional information is received.

Manufacturer narrative:
This device has been taken out of service and surgically abandoned. This investigation will be updated should additional information be received.

Event description:
Subsequently, additional information was received stating that this rv lead has been surgically abandoned due to the high impedances. No adverse patient effects reported from the procedure.